Manufacturer narrative:
Initial and final (B)(4) - device 4 of 7. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER on (B)(6) 2025 due to bent cannula on (B)(6) 2025 leading to hyperglycemia the infusion set was in use for 12-13 hours. The blood glucose level was 740 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The length of hospitalization was 2 days. No further information available.